Event description:
It was reported by the first physician that the consumer was not their patient. It was further reported by the second physician that the cause of the event was unknown. The physician was unaware of the problem, as the patient did not show for the last appointment. Several attempts to follow-up with the healthcare providers for additional information were made, but no new information regarding the event was obtained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered a one-time shock. Symptom control declined quickly with a change in gait, increased tremor, rigidity/spasm, freezing and three falls. A company representative interrogated the device, ran impedance tests (both therapy and full system) and checked the system, and no issues were found. Battery life was at 2.92v. The patient is scheduled to be seen in march for medication evaluation/adjustment and reprogramming of the device. The patient has not been seen/adjusted for 6 months due to a move. The patient status was noted to be alive/no injury/no adverse event. Additional information was requested, if obtained, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Product type: extension: product ID 3389s-40, v514982, implanted: (B)(6) 2011, explanted: na. Product type: lead: product ID 3389s-40, lot# v514982, implanted: (B)(6) 2011, explanted: na. Product type: lead. (B)(4).